Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer also stated that customer had high blood glucose and insulin leaking at insertion site. Customer stated the tubing did not come apart. The customer alleges that the insulin pump was under delivering because insulin leaking at insertion site. The device will not be returned for analysis.